Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found in safety mode upon the patient's presentation to the hospital after receiving 2 shocks; tones were also reported coming from the device. The patient was hospitalized and monitored overnight during which time right ventricular (rv) lead noise resulting in pacing inhibition and asystole of varying durations was observed. The noise also resulted in at least one instance of inappropriate shock. A revision procedure was performed the following day at which time device therapy was programmed off and a temporary pacing system was used. Periods of asystole continued to be observed during the procedure, including one instance lasting longer than 15 seconds resulting in patient syncope; it was suspected that the temporary pacing wire was not stable during the procedure. The device was replaced and procedure completed without further complication or lasting impairment to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All seal plugs were intact and setscrews moved freely. It was confirmed that the device had entered safety mode due to a memory fault. The correct value was rewritten to the memory address and the device successfully reset. The device was then placed in monitor only mode and allowed to adjust to ideal operational temperature conditions for a period of three days. No error codes or memory faults were produced in this time indicating there to be no issues with device memory stability. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of device memory was unable to confirm the reported shocks though shocks and electrograms are not stored to the device while in safety mode. Laboratory analysis was unable to identify any device characteristics that would have caused or contributed to the reported clinical observations.